Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was sticky. The customer¿s blood glucose level was unknown. The customer stated that alarms had lost loudness and they think insulin pump may not be delivering insulin like it should so they sometimes use pens to bolus. The customer stated that there was rainbow effect on screen. The insulin pump will not be returned for analysis.